Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging clear cell renal cell carcinoma and fuhrman nuclear grade 2. Medical intervention was not specified. The following sections were corrected: b1, h1, h6. The adverse event/product problem was initially reported as an adverse event only, but is now corrected to both to include product problem. The type of reportable event was initially reported as product problem. The correct type of reportable event is serious injury. The health impact grid was initially coded for c50675 (no health consequences or impact). The correct code is c172031 (serious injury/illness/impairment).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging clear cell renal cell carcinoma and fuhrman nuclear grade 2. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.